Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented into the clinic for a normal follow-up. Upon interrogation, the loop recorder exhibited telemetry anomaly. Reconnection was attempted unsuccessfully. The issue happened multiple times throughout the follow-up. Telemetry was intermittently restored. The patient was stable.